Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) may require maintenance alarm was raised. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investiagtion, investiagtion findigs, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found on the initial check error code 53 related to the board executive. The fse brought executive board to test and change to confirm the problem. During follow up visit, the fse checked, cleared logs and found that the alarm iabp may require maintenance no longer occurred. Tested all the machine's operation and it can be used normally.